Event description:
Patient had upper body bair hugger forced warm air blanket placed across his upper body during his surgical procedure. Setting high. Post-bair hugger removal, a heat or allergic rash (redness) was noted across patient's chest where the bair hugger had been located. Bair hugger was removed from the treatment area and sequestered. Patient was treated with IV benadryl (antihistamine).